Event description:
Information received indicates the foot casters continue to swivel when the brake is engaged.

Manufacturer narrative:
The technician replaced the foot brake casters to repair the stretcher.